Event description:
Medics were attempting to defibrillate a pt in cardiac arrest but the device lost the pt's heart rhythm detection and the device would not charge energy. Upon arrival on the scene, the medics assessed the pt and attached the device using an ECG pt cable and non-zoll monitoring electrodes and non-zoll multi-function electrodes. The device initially detected the pt's ECG and they were able to charge the device and administer a 200 joule shock to the pt. After the discharge though, the device experienced a loss of pt ECG signal detection and the pt was still unresponsive. The medics attempted to cycle through all of the lead selections but the device only displayed a dashed baseline signal. The medics attempted to charge the device for a second shock but the device did not charge. The medics then obtained their backup device and continued to provide therapy to the pt. The medics were able to successfully convert the pt's heart-rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.